Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that while insertion, the infusion set's tubing came apart as the whole sticky piece fell apart. Therefore, the patient could not use it. The site location was patient's abdomen and the pump was located on the table. Moreover, the infusion was not even used for a day. Reportedly, the infusions were stored in the bathroom in room temperature. Reportedly, there was no stress or pull on the tubing. No further information available.